Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334trg ICD ,implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient was "feeling bad" and experienced shortness of breath and fatigue. T-wave oversensing (twos) was exhibited with the right ventricular (rv) lead. Reprogramming was performed, and the issue was resolved. The lead remain in use. No patient complications have been reported as a result of this event.